Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was not released properly after the indicator window turned black-black and the deployment button was fully pressed, resulting in closure failure. There was no reported patient injury. The device will be returned for evaluation.